Manufacturer narrative:
Device manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the instrument list became unresponsive and instruments settings could not be modified. The mast dilator was selected in anticipation of making a projection change and controls showed. The passive planar probe transitioned to being navigated by the surgeon. The list would not allow the site to scroll to the top of the list to change the projection. No instrument controls were selectable, even for the mast dilator which were the only controls visible. Instrument panel was closed and reopened, and the issue resolved. There was no patient impact reported and no delay to surgery.